Event description:
Facility reports, pt had been lifted out of a pool lift into a chair and was lowered onto the sub chassis. As the chair made contact with the chassis, it detached from the pool lift mast. The pt fell to the floor. Pt twisted knee.